Event description:
It was reported that a new ilet user experienced hypoglycemia overnight to 60 mg/dl, treated with food and coffee, followed by hyperglycemia up to 230 mg/dl that resolved over approximately three hours as the system adjusted basal delivery; the user subsequently disconnected and requested follow-up training. Symptoms included transient low blood glucose with device low alerts and subsequent high blood glucose. Outcomes included self-management without medical intervention, no assistance required, and no acute complications. Investigation included troubleshooting and user education focused on hypoglycemia treatment and avoidance of overcorrection, with assignment for additional training. Investigation of this case revealed user-related overtreatment of hypoglycemia as the precipitating factor, with the device functioning and adapting as designed during the early learning period. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia overtreatment during initial adaptation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.